Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during injection, the onyx ruptured the apollo catheter at the distal end and leaked. The injection of onyx was then placed in area of vessel anatomy that was not intended and caused issues for regaining access to the injection site with another catheter. It was noted the catheter was not inspected or tested prior to use, there was no friction during delivery, no damage other than the rupture, and the injection rate was 0.01 ml per second. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a cc fistula with moderate vessel tortuosity. Ancillary devices include a navien 072 guidecatheter, stryker synchro 10 guidewire, onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was recovering successfully from the procedure, and there have been no adverse events reported at this time. The event did not require medical intervention as the physician filled the required anatomy with the remaining onyx. It was stated that the apollo catheter tip did not detach. There were no kinks or damage noticed on the apollo catheter besides the rupture at the distal tip but proximal to the detachment zone. The patient was ultimately treated with more onyx injections. It is unclear whether the physician paused during injection or whether it was a continuous injection of the liquid embolic agent.

Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis. The apollo total length was measured to be 172.0cm, the usable length was measured to be 165.5cm which is within specification (specification: 165.0cm 2.5cm), and the distal floppy segment was measured to be 25.8cm which is within specification (specification: 25.0cm 2cm -1cm). Onyx residue was found within the apollo hub. No bends or kinks were found with the apollo catheter body. The apollo detachable tip was found intact. The apollo distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the apollo catheter body was examined under magnification. No ruptures were found; however, the ldpe high bond was found damaged. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report was confirmed. It was reported the ¿rupture¿ was ¿at the distal tip but proximal to the detachment zone¿ which is the location of the damage found. Therefore, it is likely the damage to the ldpe high bond contributed to the event. However, the cause for the damage could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.